Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report delivery alarm during a set change. Caller stated that insulin squirting out of the insulin pump and alarmed. The blood glucose reading is 174 mg/dl. Customer stated that the drive support cap is protruded. Advised caller that the insulin pump will be replaced. Nothing further reported.